Event description:
It was reported that a cartridge was leaking from the cartridge tubing. Customer¿s blood glucose was 1200 mg/dl. Customers parent and emergency medical technician¿s assisted the customer with manual insulin injections and boluses via the pump. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was release on (B)(6) 2022. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.